Manufacturer narrative:
The explanted device was not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure.